Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed the medicine port, feeding port and the c-clamp were closed. The external bolster was located near the 5 centimeter mark and was without issue. The distal end of the tube and internal bolster had been cut off and was not returned. A small tear was found on the tubing opposite the 4 centimeter mark. The tear measured approximately 3 millimeters long. The condition of the returned unit was consistent with the complaint incident that the tubing had a hole. The tear was discovered post implant in the patient. Most likely the tear occurred during cleaning/ handling of the tubing during use. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure, (date is unknown).according to the complainant, a hole was noted in the securi-t device on (B)(6), 2011. A new securi-t percutaneous replacement gastrostomy tube was placed on (B)(6), 2011.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure, (date is unknown).according to the complainant, a hole was noted in the securi-t device on (B)(6), 2011. A new securi-t percutaneous replacement gastrostomy tube was placed on (B)(6), 2011.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.